Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch basic original meter was displaying a "pila" message. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 8:30 pm on (B) (6), 2010. The cca documented that the patient manages her diabetes with oral medication (metformin 500mg/2x/day). The patient confirmed that she did not change her usual medication schedule due to the alleged product issue. Thirty minutes after the alleged meter message appeared, the patient reportedly felt shaky. The patient did not report any medical treatment for her symptom. The cca documented that the "pila" message occurs without the test strip inserted. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.